Event description:
Publication / biological versus synthetic patch for the repair of congenital diaphragmatic hernia: 8-year experience at a tertiary center sis group period was (B)(6) 2011 to (B)(6) 2015. Our hospital transitioned from using only sis patches to the use of ptfe patches in all patients, because of the observation of a high recurrence rate with the sis type. All open operations were done through a subcostal abdominal incision with the exception of two cases done through a thoracotomy. All minimally invasive cases were done thoracoscopically. Clinical judgment was used to determine whether the congenital diaphragmatic hernia (cdh) was amenable for a primary closure or a patch was needed. If feasible, a tension-free primary closure was done with interrupted stitches of nonabsorbable material. When a primary repair was not possible, the edge of a dome-shaped patch (sis or ptfe) was secured with interrupted horizontal mattress stitches of 2¿0 polyester or polypropylene, either to the rim of diaphragm or to the chest wall, around the ribs, at the areas where the diaphragm was absent. Recurrence of the cdh was diagnosed by imaging studies. Recurrence of the cdh was diagnosed with a routine chest x- ray performed at follow-up, with all patients being asymptomatic. The recurrence rate of the sis group was 50% ( n = 9) and the recurrences were detected at a mean age of 18 months. Regarding the type of defect found in those patients who developed a recurrence, in the sis group 7 patients had a type c and 2 patients a type d defect. Of the 9 patients in the sis group who developed a recurrence, 5 (56%) underwent surgical repair through an open approach, and the other 4 (44%) patients had right defects, were asymptomatic, had no bowel involved in the recurrence, and remain under surveillance at the time of this study. Information obtained from the operative notes showed that recurrences were associated with a defect in the patch itself, with poor-quality constructive connective tissue formed.

Manufacturer narrative:
Per the guidance for industry and food and drug administration staff document issued on : november 8, 2016 section 4.16.2, only one MDR is being filed as the publication source did not provide specific details for individual cases. A2) age - the average age of the sis group was 11.7 +/- 5.9 days b3) date of event - the sis group study period was (B)(6) 2011 to (B)(6) 2015. D2b) product code the authors did not provide specific device identifiers and therefore a device product code is unknown. D4) device information - the authors provided a device name, but did not provide specific device identifiers [ ]-slh-4s-[ ] or a lot number. D6a) & d6b) sis study period was january 2011 to july 2015; specific implant nor explant dates were provided by the authors. G4) 510(k) - k160869. Investigation - evaluation: investigation into this feedback included a review of the publication. Summary of investigation findings: due to the authors not reporting specific sis device identifiers or lot numbers, the device lot history record and IFU could not be reviewed. The root cause of the congenital diaphragmatic hernia recurrence and the formation of poor-quality constructive connection tissue is likely related to the user technique for placement of the sis and the underlying patient condition being treated. Surgical experience indicates that suturing or stapling sis with close tissue approximation produces better outcomes. However, due to the nature of the congenital diaphragmatic hernia being treated, this is not entirely possible because these patient have little or no diaphragm in which to secure the sis. The sis is believed to have been placed in a bridging manner as the authors description of placement indicated the sis was placed in a dome shaped fashion. Quality connective tissue is not likely to form if the sis is not in contact with healthy well-vascularized tissue to promote sis incorporation, which likely occurs when the sis is placed in a bridging manner. Additionally, hernia recurrence is a known inherent risk of any hernia repair procedure. 04/22/2021 update - email communications with the publication's corresponding author indicated the device used was the biodesign 4-layer tissue graft. The IFU notes recurrence of tissue defect and delayed or failed incorporation amongst the list of potential complications that can occur with the use of any surgical graft material. Additionally, the IFU states that surgical experience indicates that suturing or stapling graft sheets with close tissue approximation produces better outcomes. The previous root cause summary remains unchanged.

Manufacturer narrative:
Per the guidance for industry and food and drug administration staff document issued on : november 8, 2016 section 4.16.2, only one MDR is being filed as the publication source did not provide specific details for individual cases. Age - the average age of the sis group was 11.7 +/- 5.9 days date of event - the sis group study period was january 2011 to july 2015 common device name - the authors did not provide specific device identifiers and herefore a device common name is unknown product code the authors did not provide specific device identifiers and therefore a device product code is unknown device information - the authors did not provide specific device identifiers or a lot number sis study period was january 2011 to july 2015; specific implant nor explant dates were provided by the authors 510(k) - the authors did not provide specific device identifiers and therefore a device 510(k) is unknown. Investigation - evaluation. Investigation into this feedback included a review of the publication. Summary of investigation findings: due to the authors not reporting specific sis device identifiers or lot numbers, the device lot history record and IFU could not be reviewed. The root cause of the congenital diaphragmatic hernia recurrence and the formation of poor-quality constructive connection tissue is likely related to the user technique for placement of the sis and the underlying patient condition being treated. Surgical experience indicates that suturing or stapling sis with close tissue approximation produces better outcomes. However, due to the nature of the congenital diaphragmatic hernia being treated, this is not entirely possible because these patient have little or no diaphragm in which to secure the sis. The sis is believed to have been placed in a bridging manner as the authors description of placement indicated the sis was placed in a dome shaped fashion. Quality connective tissue is not likely to form if the sis is not in contact with healthy well-vascularized tissue to promote sis incorporation, which likely occurs when the sis is placed in a bridging manner. Additionally, hernia recurrence is a known inherent risk of any hernia repair procedure.

Event description:
Publication / biological versus synthetic patch for the repair of congenital diaphragmatic hernia: 8-year experience at a tertiary center. Sis group period was january 2011 to july 2015. Our hospital transitioned from using only sis patches to the use of ptfe patches in all patients, because of the observation of a high recurrence rate with the sis type. All open operations were done through a subcostal abdominal incision with the exception of two cases done through a thoracotomy. All minimally invasive cases were done thoracoscopically. Clinical judgment was used to determine whether the congenital diaphragmatic hernia (cdh) was amenable for a primary closure or a patch was needed. If feasible, a tension-free primary closure was done with interrupted stitches of nonabsorbable material. When a primary repair was not possible, the edge of a dome-shaped patch (sis or ptfe) was secured with interrupted horizontal mattress stitches of 2¿0 polyester or polypropylene, either to the rim of diaphragm or to the chest wall, around the ribs, at the areas where the diaphragm was absent. Recurrence of the cdh was diagnosed by imaging studies. Recurrence of the cdh was diagnosed with a routine chest x- ray performed at follow-up, with all patients being asymptomatic. The recurrence rate of the sis group was 50% ( n = 9) and the recurrences were detected at a mean age of 18 months. Regarding the type of defect found in those patients who developed a recurrence, in the sis group 7 patients had a type c and 2 patients a type d defect. Of the 9 patients in the sis group who developed a recurrence, 5 (56%) underwent surgical repair through an open approach, and the other 4 (44%) patients had right defects, were asymptomatic, had no bowel involved in the recurrence, and remain under surveillance at the time of this study. Information obtained from the operative notes showed that recurrences were associated with a defect in the patch itself, with poor-quality constructive connective tissue formed.